Manufacturer narrative:
Implant date: (B)(6) 2019. This product is not marketed in the us. Work order search: 1 similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -13.50/4.0/093 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (os). Lens rotation not associated to a low vault and refractive change overtime were observed. Lens remains implanted. Cause of the event is reported as unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5- the reporter indicated that a 12.6mm, vticm5_12.6, -13.50/4.0/093 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (os). Lens rotation not associated to a low vault and poor unaided vision were observed. Lens remains implanted and an exchange is planned. Cause of the event is reported as unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted. Claim# (B)(4).